Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The distal end of the knife was missing. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. Based on the evaluation of the subject device and the similar cases in the past, the missing of the knife might be caused by a high temperature given to the knife locally. A high temperature might be given to the knife since the length of the contact between the cutting knife and tissue is too short while the high-frequency output was activated, resulting in an electric discharge. The instruction manual of the subject device warns; when the electrosurgical unit is used in the coagulation mode, crack/detachment of the tip and the electrode or deformation/break of the cutting knife could occur, for example when the high-frequency output is set too high or the length of the contact between the cutting knife and tissue is too short. During treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should cracks or detachment of the tip or deformation/break of the cutting knife be detected during use, immediately shut off the power supply, discontinue the procedure, pull the slider and withdraw the endoscope from the patient with the cutting knife retreated in the insertion portion of this instrument. Do not continue using an abnormal electrosurgical knife to prevent perforation or hemorrhages. If the tip or cutting knife is detached, be sure to collect it using grasping forceps.

Event description:
The subject device was used during an endoscopic submucosal dissection (esd) of the stomach. Then the doctor found that the distal end of the subject device was broken on the endoscopic images. The doctor withdrew the subject device from the endoscope. The distal end of the subject device was missing. The fragment could not be found in the patient. The doctor completed the procedure with another device. No patient injury was reported.